Event description:
Caller reported a cgm error which was identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Customer followed guidance from technical support, successfully completing a pump reset, which resolved the issue, and the sensor session was started without further errors.